Manufacturer narrative:
(B)(6). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is unit alarming the key failure is a short circuited pcb that was identified by error code. Additional malfunction identified on the irs is a short circuited horn that was not producing an audible alarm. The lack of audible alarm from the horn is the basis of this 3500a report.